Event description:
It was reported the customer had excessively bleeding with their last sensor. Customer stated the site was not actively bleeding at the time of the call. The customer stated their blood glucose was 423 mg/dl. Customer had treated their blood glucose with 12 units of insulin. The customer's blood glucose declined to 408 mg/dl at the end of the call. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.